Manufacturer narrative:
(B)(4): an amo field service engineer (fse) inspected the equipment at the customer location and found the equipment to be functioning per its specification. The fse discovered that the surgeon was using a different MFR's irrigation and aspiration (ia) handpiece at the time of the event. The fse concluded the issue with the broken capsule was due to the use of this ia handpiece.

Event description:
The doctor reported that during a phacoemulsification procedure, the machine experienced issues with the vacuum settings which resulted in a capsular tear in the pt's operative eye. The surgeon performed a vitrectomy and was able to implant a pc iol lens as planned. The pt is expected to have a good outcome.